Manufacturer narrative:
(B)(4).

Event description:
The customer reported diluent leak of approximately 1/2 cc from the probe of a coulter act diff analyzer. The customer indicated that the leak was not contained within the instrument and fluid leaked onto the counter during startup. The operator was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer stated that coefficient of variation (cv) failed on the s-cal for hemoglobin (hgb) and hgb vote outs were obtained for s-cal upon verification of reproducibility. The customer indicated that erroneous results for control values were obtained. A beckman coulter field service engineer (fse) was dispatched on (B)(4) 2013 and observed that the hgb was unstable and the probe wipe dripped fluid at the end of startup. The fse replaced the vacuum chamber (vc1), pinch valves vl6, vl12, and vl13 and tubings for the bio-chem valves. The fse also replaced lyse and diluent syringes, hgb lamp, lens and filter but the leak was not resolved and a single pinch valve (lv7) was ordered. The customer indicated on (B)(6) 2013 that the instrument is still operational and in use. The fse replaced pinch valve lv7 on (B)(4) 2013 but the leak was still not resolved. The fse ordered a new set of air pressure solenoids and compressor. The fse returned on (B)(4) 2013 and discovered that the air pressure solenoids (lv8) malfunctioned causing diluent leak at the probe upon startup. The fse replaced the manifold and pneumatic pump (pm3) to resolve this issue. Repair was verified per established procedures and results met published specifications. Replacement of lyse syringe corrected the issue with the failing hgb. The hgb lamp, lens and filter were replaced to ensure the stability of the hgb. The cause of the leak was a malfunctioned air pressure solenoids (lv8). Solenoid lv8 is a large bio-chem two-way solenoid pinch valve used to connect the vacuum chamber (vc1) to the bottom port of the probe-wipe housing.